Manufacturer narrative:
Due to character limitation in e1- full event site name: (B)(6) hospital full event site city:911-1 (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) ,maintenance consideration alarm occurred ,no harm reported to the patient.

Manufacturer narrative:
Updated fields: b1, b4, g3, g6, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge fse was dispatched to evaluate the unit, he states "maintenance consideration alarm" occurred. We confirmed that fault codes (#78, #79, #80) were recorded. We erased the fault history to cancel the alarm and confirmed that it did not recur. The equipment is in good condition.

Manufacturer narrative:
Updated details: b4, e1 (initial reporter), g3, g6, h11.

Event description:
N/a.